Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The certas valve (ID unknown) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported: "I'm having problems with my 13-year-old certas shunt and have lost my hearing and balance. I'm on high dose prednisone to salvage my hearing, and it's causing my shunt to drain out and collapse." No additional information was provided after several attempts.